Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for non-malignant pain and radicu lopathy. It was reported that the patient was having to recharge twice a day. The patient stated she will go to bed and be at 80 and wake up at 40. The patient states she keeps the implant on 24/7. The patient also reported the antenna gets hot. The recharging speed/temperature consideration's were reviewed. The patient states she "can tell that it is working and that it is in a series or something because a different part will hurt then all of a sudden it will start coming back down while something else clicked in." The patient has not felt stimulation since the implant unless she raises her hand up and then she will feel tingling down her leg. The patient was redirected to her healthcare provider. No further complications were reported/anticipated.